Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that a supercap failed in-circuit, surge current was below normal, and the battery removal test failed. After the supercap was replaced, the battery removal test passed, the device stayed on for greater than ten seconds after the battery was removed. Conclusion: confirmed the battery removal failure caused by capacitor component failure.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed an incoming vxi test due to its main printed circuit board being out of specification in an electrical manner. Analysis further noted that its upper and lower cases were broken and contaminated, its knobs, bail covers, ring cover, two case screws, battery drawer, battery drawer o-ring, bails, ring and ring cover screw were missing, the battery contacts compressed, the keyboard scratched and the lead flex cover corroded. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.